Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code for the device? Package lot number of the clips? I gave the lot number to the customer service rep I talked to on the phone and gave the box to our gyn coordinator; what do you mean by "the clips malformed"? Please explain the clips would not come together evenly. Different appliers were used and got the same result; was the issue related to applier device component? Or was the issue related to clips? It seems like the it was a problem with the clips. I opened another box with a different lot number and those clips worked fine; were the clips able to be loaded on the applier jaws? Yes; were the clips able to hold suture pre-op-/ prior to procedure? Not sure; were the clips able to hold the suture in tissue intra-op? No; when the even occurred, was the suture placed near the hinge of the clip? Yes; were you able to lock the clip closed on the suture? No. If yes after it closed, was the clip holding securely fixed on the suture?; was the applier checked for damage (jaws straight and aligned)? Yes; if clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Not sure; if issue related to device, confirm the total qty involved? N/a; if issue related to clips, confirm the total qty involved? Unknown; any sample available to be returned for evaluation? I will check with our coordinator when she comes back in to her office.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. During the procedure, the clips malformed. Another like device was used. There were no adverse patient consequences reported.